Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low sodium (na) and calcium (ca) results and erroneously high chloride (cl) results generated by the unicel dxc 600 pro synchron clinical systems. The erroneous results were not reported outside of the lab. There was no affect to the patient or the user associated with this event.

Manufacturer narrative:
The system is normally calibrated every 24 hours, but recently have had to recalibrate several times per day. Qc samples are run multiple times each day. Prior to each event qc results were within the lab's established ranges. A field service engineer (fse) found a sample syringe to be loose and a bubble in the flow cell. The fse tightened and cleaned the flow cell. The fse replaced the na and cl electrodes, and also the ratio pump seals. The repairs performed by the fse appear to have resolved the issue.